Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for low or no draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: on the morning of (B)(6), the outpatient blood collection room drew blood from the child. The child had three tubes of blood. The blood vessels of the child were in good condition and the puncture process went smoothly. However, no blood flowed out after the yellow blood collection tube was connected. Adjust the needle to rule out blood collection. In the case of the needle sticking to the wall, only a small amount of blood still flowed out, so the other two blood collection tubes were replaced, and the blood flow was smooth. It was judged that the yellow blood collection tube had no negative pressure, and a new blood collection tube was replaced. After checking, the blood collection was smooth.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: on the morning of (B)(6) 2023, the outpatient blood collection room drew blood from the child. The child had three tubes of blood. The blood vessels of the child were in good condition and the puncture process went smoothly. However, no blood flowed out after the yellow blood collection tube was connected. Adjust the needle to rule out blood collection. In the case of the needle sticking to the wall, only a small amount of blood still flowed out, so the other two blood collection tubes were replaced, and the blood flow was smooth. It was judged that the yellow blood collection tube had no negative pressure, and a new blood collection tube was replaced. After checking, the blood collection was smooth.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.